Event description:
Related manufacturer report number: 2017865-2023-16624. During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and noise was reproduced. Diagnostic imaging was performed and revealed no anomalies. The patient was hospitalized for lead extraction. During the procedure, the device was interrogated and noise resulting in oversensing was observed on the right atrial (ra) lead. The event was resolved by explanting and replacing the rv and ra leads. The patient was in stable condition.